Event description:
After the proximal end of the graft was anastomosed and the clamp released, the bifurcation leaked approx 450cc of blood at four points. The bleeding was stopped with surgical, suturing and direct pressure, taking approx five mins to become blood-tight. The graft was left in place. The pt's condition is satisfactory. The caller stated that no more info will be available.